Manufacturer narrative:
The lead and the ICD were not returned for analysis. The analysis is thus based on the submitted device data. The device data available were analyzed. In line with the clinical observation, the available iegm dated (B)(6) 2015 exhibited interference on the right-ventricular channel, which led to multiple rounds of therapy delivered. The reason for the interference signals cannot be determined using the data provided. There was no indication of a device malfunction. In summary, the clinical observation could be confirmed during the analysis of the ICD memory data. Interference signals on the right-ventricular channel were found on the available iegms that led to multiple deliveries of therapy. Using the available data, the reason for the clinical observation cannot be determined.

Event description:
Ous MDR - it was reported that oversensing and inappropriate shock deliveries were observed about 82 months after the implantation. The pacing impedance of the lead was >3000 ohm. The lead was capped, and a new one was implanted. No deterioration of the patient's state of health was reported.